Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during preparation of an ultrasound guided percutaneous drainage catheter placement procedure using the navarre universal drainage catheter, it was reported that the length of trocar needle was allegedly longer than catheter. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8fr navarre drainage catheter was returned for sample evaluation. Visual, microscopic visual, tactile and functional evaluations were performed. Along with return sample four photos were provided for review. The inner stylet was returned within the cannula and catheter. The inner stylet and cannula were locked into place. The cannula and catheter were locked into place at the catheter hub. Cracks were noted to the catheter hub, proximal to the strain relief. The distal tip of the stylet was noted at the distal end of the catheter. Distal end of the catheter was noted to be bent. During functional testing distal tip of the stylet was noted to protrude at the distal end of the catheter, however. The device did not noted pigtailed at the distal end of the catheter due to bent. Pigtail thread was noted throughout the catheter. Due to the bents observed throughout the devices during functional testing, dimensional observations cannot be performed. No conclusion was made in photo review as length can be verified by visual analysis. Therefore, the investigation is confirmed for the identified catheter hub crack issue. However, the investigation inconclusive for the reported trocar needle longer length issue as dimensional evaluations were not performed due bents in device and provided photos are not sufficient to confirm the issue. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI)), g3, h6 (device, component, method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for an ultrasound guided percutaneous drainage catheter placement procedure using the navarre universal drainage catheter. During preparation of an ultrasound guided percutaneous drainage catheter placement procedure using the navarre universal drainage catheter, it was reported that the length of trocar needle was allegedly longer than catheter. The procedure was completed with another device. There was no patient contact.

Event description:
On (B)(6) 2025, during preparation of an ultrasound guided percutaneous drainage catheter placement procedure using the navarre universal drainage catheter, it was reported that the length of trocar needle was allegedly longer than catheter. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Four electronic photos were provided and reviewed. The photos shows the partial and complete view of catheter loaded with trocar needle and unsealed packaging with label. Needle was noted to be protruded from catheter tip and looks longer than catheter. Lot and product information were match and verified. Therefore, the investigation is inconclusive for the reported trocar needle longer length issue as the provided photo not sufficient to determine if the product meets the specification. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.